Manufacturer narrative:
The distractor was returned to the central sterilization services broken after the surgery. Sterilization procedures were properly followed when setting up the consignment. A supplemental report will be provided upon completion of the investigation.

Event description:
The surgeon reported that a distractor failed suddenly during distraction, during a tlif mini invasive l4 l5 surgery. The surgeon reported hearing a "clack" and thought a piece broke inside the mechanism. The mechanism did not seize. The surgeon was able to retract the instrument to remove it from the patient. The procedure was completed successfully with no delay. There were no adverse health consequences to the patient.

Event description:
The surgeon reported that a distractor failed suddenly during distraction, during a tlif miniinvasive l4 l5 surgery. The surgeon reported hearing a "clack" and thought a piece broke inside the mechanism. The mechanism did not seize. The surgeon was able to retract the instrument to remove it from the patient. The procedure was completed successfully with no delay. There were no adverse health consequences to the patient.